Event description:
User facility reported that the cuff was asymmetric and as a result the pt's trachea was not fully blocked by the cuff. They report that this allowed secretions and feeds to enter the pt's airway. The airway was removed and replaced.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.